Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The information received from the surgeon involved indicated that the patient did not conform to post-operative instructions which lead to dislocation and subsequent revision. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2010. Patient was revised on (B)(6) 2010 due to dislocation. No further complications have been reported.